Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted due to vaginal prolapse, sui, cystocele. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient underwent a vaginal mesh removal and excision on (B)(6) 2012 due to vaginal mesh extrusion, fecal incontinence, scarring, and pain, mesh bunching. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent vaginal mesh extrusion on (B)(6) 2013 due to vaginal mesh extrusion. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.